Event description:
As reported in the literature by ¿jeon, e. Y., cho, y. K., yoon, d. Y., kim, d. J., & woo, j. J. (2015). Clinical outcome of angiosome-oriented infrapopliteal percutaneous transluminal angioplasty for isolated infrapopliteal lesions in patients with critical limb ischemia. Diagnostic and interventional radiology, 22 (1), 52-58. Doi: 10.5152/dir.2015.15129;¿ there was one case of arterial perforation and severe bleeding that occurred immediately after infrapopliteal percutaneous transluminal angioplasty (ip-pta) for a lesion of the anterior tibial artery (ata). This was successfully treated with prolonged balloon tamponade. A 2.0¿3.0 mm semi-compliant savvy long balloon catheter was used with a non-cordis guidewire to cross the lesion. The device was clinically used and will not be returned for analysis.